Manufacturer narrative:
The MDR was filed under the incorrect fei number and manufacturer address, therefore it was resubmitted with the correct registration number and address in MDR 3004519921-2026-0001.

Manufacturer narrative:
It was reported that on (B)(6) 2026 the nail nipper is "coming out of the packaging dull". Nurse pulled new nippers. There was no injury, death, follow-up care, medical/surgical intervention or treatment required.

Event description:
Dullness of cutting device.